Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate pain relief despite reprogramming. The patient also had difficulty charging the ipg. No device malfunction suspected. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was kept by the medical facility.